Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator was in backup vvi mode. The cause of the backup vvi was thought to be due to low voltage. The patient was stable.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
New information received notes there were currently no plans to change out the device due to the patient's unrelated altered mental state and no further plans to operate on this patient. The device upon interrogation had reached normal elective replacement indicator (eri). The patient's condition remained stable.

Manufacturer narrative:
(B)(6).